Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that forceps elevator has foreign material. Also, the forceps control lever and right/left knob are dirty. This is attributed to insufficient cleaning. Other observations for the device are: adhesive of the distal end rubber coating (a-rubber) is detached; connecting tube has a wrinkle; universal cord has a dent; suction connector (s-connector), scope cover (sc cover), and distal end cover (c-cover) have a scratch; bending tube is deformed; and angulation is out of specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of low angulation in all direction. Customer was not happy with the movement. There is no reported harm to any patient. Upon evaluation of the returned device, forceps elevator was observed to have foreign material. Also, the forceps control lever and right/left knob were dirty. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issues of foreign material found in the forceps elevator and forceps elevator lever and right/left knob being dirty as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information on reprocessing at the facility: an air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Purified water is used for pre-cleaning. The endoscope channels are brushed during manual cleaning with a single use olympus brush maj-1888 which is not re-used. Cidex cleaning and disinfectant solutions are used with the endoscope. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator is brushed and also operated in the detergent solution. It is then flushed appropriately. No information was provided on the distal end brushing. Customer is not using olympus automatic endoscopy reprocessor (aer). The endoscope is dried in atmospheric air and stored in a closed cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected: the h6 codes (investigation findings) were corrected based on the lm investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that reprocessing on the forceps elevator was insufficient by not using maj-1888 in cleaning of the forceps elevator at device pickup. The root cause for this event could not be established but is likely attributed to the user. The event can be detected/prevented by following the instructions for use (IFU, reprocessing manual) which states: section 1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and or accessories may pose an infection control risk to the patients and/or operators who contact them. Section 5.4 manually cleaning the endoscope and accessories: brush the forceps elevator: when brushing the forceps elevator and the forceps elevator recess, gently use a channel-opening cleaning brush (mh-507), a single use channel-opening cleaning brush (maj-1339), or a single use combination cleaning brush (bw-412t) and single use soft brush (maj-1888). Do not use a stiff brush or brush with excessive force even with the brush mh-507, maj-1339 or bw-412t and maj-1888. Using a stiff brush or brushing with excessive force may damage the distal end of the endoscope and cause the endoscope to leak. Olympus will continue to monitor field performance for this device.